Event description:
It was reported that the device was placed via subclavian without difficulty. As the procedure began, the surgeon noticed a hole in the innominate vein and when the chest was stretched, the catheter went through the hole. The physician suspects that the catheter caused the hole in the innominate vein. The hole was reported and there were no further complications.